Event description:
It was reported that on (B)(6) 2026 three boluses were given but yet the patient's blood glucose remained high getting up to 311 mg/dl. The patient did not hear the expected beep after the bolus was delivered any of these three times.

Manufacturer narrative:
The physical device was not returned for investigation and according to the complainant the device will not be returned for investigation. In the case description, the user mentioned they did not hear a beep after boluses were delivered and so believe the pod did not deliver the boluses. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed that the reported 17.75 u and 8.85 u boluses delivered on the date of occurrence (B)(6) 2026, were actively and successfully delivered. The log files showed that the bolus commands were sent to the pod and the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after each cycle that bolus pulses were delivered. The engineering log files showed that the omnipod 5 application commanded the controller to generate the expected sound to signal the start of bolus delivery at the start of each bolus. The engineering log files do not show if the pod was able to generate the expected sound after completion of each bolus. Physical inspection of the pod would be required to determine of the pod was capable of generating sounds. The exact cause of the reported pod not beeping after delivery of boluses could not be determined from the available log files. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.